Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented with dyspnea, orthopnea, weakness/fatigue and a left pleural effusion with vascular congestion. During the follow up visit the right atrial (ra) appeared to be dislodged causing atrial ectopy. The lead was repositioned and remains in use. The patient is enrolled in an adapt response clinical study. No further patient complications have been reported as a result of this event.